Event description:
Customer reports that drive supports cap was damaged. Customer reports that drive support cap was popping out and may have been due to insulin pump falling off of belt clip. Customer's blood glucose was 158 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a protruded/loose drive support disk, cracked case on display window corner, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and minor scratches on display window.